Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. The following repair diagnostic codes were identified: outer tube damaged (bent, dented), moisture ingression at distal end. This does confirm the alleged failure mode of (hit with another device). Probable root cause: excessive force applied by user. Poor mate between cannula and scope. Poor fit between scope needle and cannula. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scope was hit by a shaver, but missing parts were retrieved.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the scope was hit by a shaver, but missing parts were retrieved.